Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm in 2015. Patient was lost to follow up, but recently presented with an aneurysm enlargement. The physician plans to perform open repair, but a date has not been scheduled. As of this report, there has been no additional patient sequelae reported.